Event description:
Customer reported "blood backing up into the side port of the introducer with IV fluids infusing into that port. The main line with the hemostais valve had a swan-ganz catheter in place at that time. Once the swan-ganz was pulled out and that port capped with obturator, the nurse attempted to withdraw blood from side port prior to flushing the line and pulled a 3 inch long blood clot out of the line."

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "blood backing up into the side port of the introducer with IV fluids infusing into that port. The main line with the hemostasia valve had a swan-ganz catheter in place at that time. Once the swan-ganz was pulled out and that port capped with obturator, the nurse attempted to withdraw blood from side port prior to flushing the line and pulled a 3 inch long blood clot out of the line."